Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed moisture corrosion in the battery compartment; the pump was unable to power on. The pump cover was removed and there was no additional moisture found inside the pump. Investigation could not be completed due to the pump not powering on. (B)(4).

Event description:
The patient reported that her blood glucose was 491 mg/dl with large urinary ketones but without symptoms of hyperglycemia. She reported that she changed the infusion set the previous night. The patient said that since that time her blood glucose resolved to target and later elevated again. She stated that she delivered a correction bolus via syringe and did not seek medical intervention. Per the request of the customer support representative, she disconnected from the pump and removed the cartridge. She reported that the cartridge and tubing were filled with air bubbles. Further discussions with cs determined that cause of the bg excursion was due to air bubbles secondary to the patient using cold insulin to fill the cartridge. The patient received instructive techniques for reducing the likelihood of air bubble development. This complaint is being reported because the blood glucose with the presence of ketones is indicative of an adverse event the likely cause of which was attributed to user error.